Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose level was 428 mg/dl. The customer did not mention any symptom related to high blood glucose level. The customer did not mention any treatment related to high blood glucose level. The customer also reported that the insulin pump had motor error alarm. The customer was able to clear the alarm and rewind the insulin pump. The drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic field. They were able to clear the alarm and rewind the insulin pump. The customer felt okay and did not want to perform the troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test.